Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 44 months, displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The charge time was 32.8 seconds with a monitoring voltage of 1.68v.